Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device was deployed, no indication of malfunction. After step three (clip release) was performed, there was immediate bleeding from the puncture site. Immediate flouro after revealed the implant was in the mid sfa. Manual compression achieved hemostasis. The physician elected to retrieve the device using an embolic protection device (emboshield nav 6). They were able to capture the device using this method. When the device was pulled back to the end of the sheath, an attempt was made to pull out the sheath and the filter basket (containing the implant) as one unit. The sheath came out, but the filter basket could not be pulled out. Manual compression was applied to achieve hemostasis and the patient was transferred to a hospital for a scheduled surgical removal.